Event description:
It was reported that a user experienced hyperglycemia with the ilet, evidenced by a cgm reading of ¿high,¿ and declined a confirmatory fingerstick; the user then performed an infusion set and supply change (cd 6 mm, 23 inch) with no abnormalities observed, after which glucose values began to decrease during the call. Symptoms included elevated blood glucose with a level of 400 mg/dl without additional clinical manifestations reported. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included complaint handling and user troubleshooting with education on site and supply replacement. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined, with device function not confirmed to be implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.